Event description:
The customer reported that the system exhibited a 'high ma' error. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.